Event description:
Additional information indicated that approximately 1 year later the ventricular ectopy had resolved.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs; product lot/serial number (B)(6); product type: delivery catheter system; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the day following the implant of this transcatheter bioprosthetic pulmonary valve a transthoracic echocardiogram (tte) was performed. Ventricular ectopy in a bigeminal pattern was observed. The physician indicated this was clinically significant. As result, a betablocker was started. The betablocker reportedly would be adjusted at discharge. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the day following the implant of this transcatheter bioprosthetic pulmonary valve a transthoracic echocardiogram (tte) was performed. Ventricular ectopy in a bigeminal pattern was observed. The physician indicated this was clinically significant. As result, a betablocker was started. The betablocker reportedly would be adjusted at discharge. No additional adverse patient effects were reported.